Event description:
It was reported that the user experienced a low blood glucose reading of 63 mg/dl, treated with oral glucose (juice), after which readings trended horizontally and then returned to 73 mg/dl, consistent with a hypoglycemia event of unclear cause and managed through troubleshooting and education. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information to establish a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.